Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. It was also reported that the patient underwent a surgical procedure on (B)(6) 2012 and bs uphold vaginal mesh and pinnacle were implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Reason for surgery: rectocele. It was reported that following insertion the patient experienced pain, erosion, extrusion, urinary/bowel problems, recurrence, dyspareunia and low back pain, left hip pain radiating down leg, urinary frequency, urgency and incontinence, incomplete emptying after voiding, post void dribble, vaginal irritation and pain, pain during bowel movements and inability to be sexually active with husband. It was reported that patient underwent excision of anterior vaginal wall mesh on (B)(6) 2013 due to anterior vaginal mesh extrusion/erosion through vagina causing husbands¿ penis to become ¿raw¿ during intercourse. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.